Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4, h4: the expiration date and device manufacture date were inadvertently left blank on the initial report. Both fields have been updated accordingly to reflect the correct information.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/02/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional information was requested and the following was obtained: during a procedure, an emergency cesarean, after the artificial delivery and the uterine revision, the needle broke when closing the hysterotomy. The needle was searched by image intensifier. In the suction bag : no needle. The needle was located in the uterus : the hysterotomy was reopened, the uterine revision done, and the needle was found. Delay : 30 minutes, under a local anesthesia. Risk of infection. Risk related to the opening of the uterus. The customer didn't know why the needle broke. The patient is going well and did not present any gravity sign following the extended procedure time to recover the needle (reopening of the uterus and x-ray). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? What tissue structure is it located? Size of the needle piece retained? Are any plans in place to remove the needle piece in future? Was there any additional tissue damage as a result of searching for the needle piece? Was more than half the needle retained in the patient? A manufacturing record evaluation was performed for the finished device lot pdbdscr0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date; and a suture was used. During the procedure, the needle broke and pulled off the suture. The broken needle was retrieved through x-ray. There was a 30 minute delay in the procedure. There were no adverse patient consequences reported. Additional information was requested.